Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the needle was pushed out of the blood collection tube and immediately replaced it with another tube. There was no report of impact to patient or user.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore,100 retentions were visually inspected with no issues being identified. 10 production lot in-house retention samples were draw tested. All tubes were within specification limits with no tube push off being observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode. Bd was not able to identify a root cause. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes the needle was pushed out of the blood collection tube and immediately replaced it with another tube. There was no report of impact to patient or user.